Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Initially the user was seen on (B)(6) 2018 and reported the sound level being too quiet and poor retention with the rondo audioprocessor. A few days later he reported to his mother that the audioprocessor was no longer functioning. No accident or trauma reported. User will pursue re-implantation.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Initially the user was seen on (B)(6) 2018 and reported the sound level being too quiet and poor retention with the rondo audio-processor. Fitting adjusted and the user was satisfied with the sound. A few days later, the user reported to his mother that the audio-processor was no longer functioning, however he was also not able to hear with the replacement audio processor. No accident or trauma reported. There was no swelling or redness over the implant side. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Initially the user was seen on (B)(6) 2018 and reported the sound level being too quiet and poor retention with the rondo audio-processor. Fitting adjusted and the user was satisfied with the sound. A few days later, the user reported to his mother that the audio-processor was no longer functioning, however he was also not able to hear with the replacement audio processor. No accident or trauma reported. There was no swelling or redness over the implant side. The recipient was re-implanted.